Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced high ventricular rates within the therapy zone and the patient received appropriate ant I-tachycardia pacing (atp) and shocks. Twelve of the thirteen episodes terminated with atp however one episode resulted in three shocks, none of which terminated the episode. The episode self-terminated and all therapies were exhausted for that episode. The lead remains in use. No further patient complications have been reported as a result of this event.